Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib cycling and stress testing without duplicating the reported malfunction. Review of the device log shows device was set to adult patient mode instead of pediatric mode. It is noteworthy to mention the multi-function cable and electrode pads used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device displayed a "check pads" message using pediatric electrode pads. Complainant indicated that the clinician obtained a set of adult electrode pads to monitor the patients rhythm. Complainant indicated that the patient subsequently expired.